Event description:
It was reported that the patient's spinal cord stimulation (scs) system was explanted on (B)(6) 2014 due to a loss of stimulation and therapeutic effect. A reported symptom was less than 50% therapy relief. The devices were discarded by the customer, and the patient status was noted to be alive with no injury. Follow attempts have been made and a follow-up report will be submitted upon receipt of additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).